Event description:
It was reported that the device had a cord issue. There was no patient or case involvement. Results of investigation have concluded that this unit had a jammed motor and blade stall error which makes it a reportable event.